Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The final lot was identified and a device history record review indicated the product released met manufacturer¿s acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. No sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reporter that during a vitreal -retinal procedure, the trocars leaked. The procedure was completed by obtaining additional trocars. There was no harm to the patient. The product samples were not retained. No additional information is expected.